Event description:
Over home monitoring the device displayed both lead impedances out of range. The patient recently fell and fractured her hip and has been in the hospital. The patient was brought in and there was a device error about battery depletion with over 90% remaining on the battery. Both leads had flipped to unipolar and there is no capture, however there is normal sensing. Device explant was recommended.(B)(6) 2014 - as of today all available information suggests this device remains actively implanted.

Manufacturer narrative:
The returned device data was thoroughly evaluated. In particular the returned pacemaker dump was analyzed revealing an elevated current consumption, triggering, by design, a warning message to alert the user. An elevated current consumption might be an indication that an electronic module component is damaged. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon receipt, the pacemaker was visually inspected revealing no anomalies. During the electrical analysis the pacemaker could not be interrogated and the pacemaker's memory content could not be read out. Therefore during the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected.